Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced sporadic incontinence as a potential result of an over-filled bladder and not voiding regularly. The patient has not had surgical intervention at this time and was advised to follow up with their physician for evaluation; however, the patient has not brought it up to the physician. There were no additional patient complications reported.